Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 during the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As all product manufactured follow appropriate standards, and the reported infection occurred > 90 days, devices can be excluded as a possible source. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The reported event was identified during review of a journal article hernandez, et al. Mid-term results of tibial cones bone joint j 2021;103-b(6 supple a):158¿164. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A journal article was retrieved from the bone & joint journal (2021) that reported a study from the USA that looked at mid-term outcomes of tibial cone survival and complications in revision tkas at a minimum of five-years. The purpose of the study was to evaluate a larger cohort, with longer follow-up, with a focus on the tibial cone. The study reviewed sixty-two knees in fifty-nine patients revised for aseptic loosening in thirty-five, reimplantation as part of two-stage exchange for pji in twenty-three patients, component malposition in two and stiffness in two. The study population had a mean age of 70 years at time of surgery (range 51-88) of which 38 were female and a mean bmi of 34.1kg/m. The mean clinical follow-up of the tkas with minimum five-year clinical follow-up was 7.6 years (5.0-13.3). The study reported four reoperations were for debridement, antibiotics and implant retention (dair). Attempts have been made and no further information has been provided.